Event description:
(B)(4). Event occurred in (B)(6). The patient's mother reported that her daughter's quickset tubing was detached from site location. She applied quickset on the patient's hip and carried pump with belt clip. When the patient woke, it was observed that the tubing direction was upside and blood glucose was high. Consequently, the patient's mother applied a set another location on her body. They kept products in a non-humid place. No further information available.